Event description:
It was reported that the bd precisionglide¿ needle cored the medication vial during use. The following information was provided by the initial reporter: " caller reported fill resistance issue. Did the caller insert the needle into the cartridge and encounter fill resistance? -yes. With how many cartridges did the caller experience the issue? ¿ one. Was the syringe/needle reused? - no. Was the cartridge reused/refilled? - no. 10) customer's bg at time of event - [250 mg/dl] ; between 54-500 mg/dl (3.0-27.7 mmol/l). Does insulin come out of the existing needle? - no. Was caller able to fill the existing cartridge with the second needle? ¿ yes. Resolution ¿ caller successfully loaded existing cartridge with second needle. Additional info from phone call with customer: customer stated that they feel strongly that needle might be coring the vial."

Manufacturer narrative:
H6: investigation summary: it was reported the needle is clogged from possible coring of the vial. To aid in the investigation, one sample with no plastic shield and a bd top web from lot 0051124 was received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and it was confirmed the needle returned is not a bd needle. No further analysis was performed. A device history record review was completed for provided material number 305110 lot 0051124. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle cored the medication vial during use. The following information was provided by the initial reporter: " caller reported fill resistance issue. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes with how many cartridges did the caller experience the issue? ¿ one was the syringe/needle reused? - no was the cartridge reused/refilled? - no... Customer's bg at time of event - [250 mg/dl] ; between 54-500 mg/dl (3.0-27.7 mmol/l)... Does insulin come out of the existing needle? - no... Was caller able to fill the existing cartridge with the second needle? ¿ yes. Resolution ¿ caller successfully loaded existing cartridge with second needle... Additional info from phone call with customer: customer stated that they feel strongly that needle might be coring the vial".